Manufacturer narrative:
A related event, which occurred in the same procedure and involved the viperwire guide wire, was reported under MDR 3004742232-2021-00013. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. (B)(4).

Event description:
Following angioplasty and stent placement of a distal lesion in the left anterior descending artery (lad), the proximal lesion (90% stenosed) could not be dilated with angioplasty. A second physician was asked to assist in the procedure. The second physician applied angioplasty and rotational atherectomy treatments to the proximal lesion, but these were not successful. A viperwire guide wire and orbital atherectomy device (oad) were then used for treatment of the proximal lesion. However, the viperwire was inadvertently advanced behind the struts of the stent that had been placed in the distal lesion. During atherectomy, the guide wire fractured after the oad jumped. The oad also fractured (see MDR 3004742232-2021-00013). A stent was deployed over the fragments. The patient was stable following the procedure and was discharged the following day.